Event description:
It was reported that difficulty in removal of the balloon from lesion occurred. The target lesion was located in the arm. A 10.0 x 80, 75cm mustang balloon catheter was selected to dilate the lesion. The balloon was inflated at unknown pressure, during deflation the physician tried to remove the device but it got stuck. They were able to pull it out and noticed that there were stretchmarks on the balloon. The procedure was completed with this device. No patients complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: an examination of the returned device found that the shaft was severely stretched at various locations along its length. The balloon was not refolded and there were traces of solidified contrast media present inside the balloon. Due to the returned condition it is not possible to test for inflate/deflate issues. The shaft was severely stretched at various locations along its length. This stretching is consistent with excessive tensile force having been applied to the shaft. The balloon was not refolded and there were traces of solidified contrast media present inside the balloon. A microscopic examination of the balloon material identified no tears or holes in the balloon. Due to the condition of the device it was not possible to test for inflate/deflate issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that difficulty in removal of the balloon from lesion occurred. The target lesion was located in the arm. A 10.0 x 80, 75cm mustang balloon catheter was selected to dilate the lesion. The balloon was inflated at unknown pressure, during deflation the physician tried to remove the device but it got stuck. They were able to pull it out and noticed that there were stretchmarks on the balloon. The procedure was completed with this device. No patients complications were reported.

Manufacturer narrative:
(B)(4).